Manufacturer narrative:
Concomitant products: product ID 3777-60, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 3777-60, serial # (B)(4), implanted: (B)(6) 2013, product type lead. (B)(4).

Event description:
Follow up information received reported that the patient received assistance from the manufacturer¿s representative and had no concerns with their device therapy. An appointment of (B)(6) 2014 was noted. If additional information is received, a follow up report will be sent.

Event description:
The patient experienced back pain that her stimulator was not helping with. A loss of therapeutic effect was reported. The patient started having pain on the right side of her back, this started back in november but it was not bad enough to go to the ER. The patient has not had any falls or traumas. The patient tried adjusting her settings and it has not helped. The patient asked for help to check her device and wanted to speak with a company representative. A week later the patient¿s health care provider (hcp) reported that the patient does not have a 50% or greater symptom reduction. The cause of the event was not determined but was not device related. The patient was still not having any pain on her left side of low back. Right side was her concern. Stimulator was implanted for entire low back . The right side was still getting relief just not as much. Patient also reported a shooting pain at times. Day of reprogramming on (B)(6) 2014 was just a ¿dull¿ pain as described by the patient. The patient had multiple groups (a,b,c,d), somehow had switched to group d and usually ran group a. The device was switched back to group a and patient confirmed she felt stimulation in her low back. Impedance check was within normal limits. It was confirmed the patient experienced a loss of therapeutic effect but did not experience a loss of stimulation. The patient recovered without permanent impairment. If additional information is received, a follow up report will be sent.